Event description:
It was reported that during an unknown procedure, there was a solid tone with error code '5' after using ten minutes. Reinstalled the titanium tip broke during the pre-run test; the broken piece was retrieved by forceps. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked; and not broken off as reported by the customer. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed and the blade tip broke off. In addition, the min hand activation buttons was not functional. The device was disassembled to inspect internal components. Corrosion was found at the min hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The root cause cannot be identified because it is unknown when the corrosion occurred. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. It is probable that this may have affected the functionality of the hand activation buttons. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.